Event description:
Upon further investigation it has been determined that the carex bed support rails are not overseen by the FDA, but by the cpsc. This incident has been reported to the cpsc and any further information received regarding this event will be provided to the cpsc.

Event description:
An (B)(6) year old man died after being entrapped between his bed rail and mattress. The medical examiner's office ruled the victim's death as asphyxia due to wedging his neck between bed rail and mattress. The victim had a history of dementia, hypertension, cardiovascular disease and atherosclerosis. He was found with his left arm and head entrapped between the victim's bed rail and mattress. Nurses notes state his bottom half of his body was hanging over the left side of the bed, his left arm above his head, the side rail was at his neck. They also state he had been sick all day, stayed in bed for breakfast. He was then up and unsteady, he was feeling weak and sick. It also states that all day he kept telling the nurse he was scared because he was unsteady. There was a hairline fracture to the victim's sixth cervical vertebra and a small abrasion to the right side of his neck. Toxicology results were positive for benzodiazepines and alprazolam. The victim's son stated there was an approximate six inch gap between the victim's bed rail and the mattress and that his father was unable to physically push the rail away from the mattress. Nurses state he was attempted to be freed and CPR was performed. The end-user died after being entrapped between his bed rail and mattress. The victim had a history of dementia and atherosclerosis. At approximately 2:20 pm the victim was found with his left arm and head entrapped between the bed rail and mattress and his body was hanging off the left side of the bed and onto the floor. He was removed and CPR was started. He was last seen alive at approximately 2:00 pm the same day. The medical examiner's office listed cause of death as asphyxia due to wedging his neck between the bed rail and mattress. There was a hairline fracture to the victim's sixth cervical vertebra and a small abrasion to the right side of his neck. Toxicology results were positive for benzodiazepines and alprazolam. The care facility destroyed the bed rails sometime after the incident. The victim's son states there was an approximate six inch gap between the victim's bed rail and mattress and that his father was unable to physically push the rail away from the mattress. Lpn statement: it states the person was made aware that the end-user had been up through the night with diarrhea and was being left in bed through breakfast. His spouse and roommate stated he had an episode of diarrhea after breakfast and was too weak to walk back to his room. His am medication was administered along with a prn imodium. He was resting in bed after. He needed assistance to the bathroom at 10:45 am again for diarrhea. Received 12 pm medication and given imodium again. At 2:00 pm the nurse was told by caregiver that they had assisted him to the bathroom and the diarrhea had stopped. The nurse went on break at 2:20 pm when the caregiver came running and stated he was found on the floor deceased. He was removed from the bed, CPR was administered. Unknown statement: states he had been sick all day, he was unsteady, was feeling weak and sick and he didn't eat breakfast. He was then cleaned up and he wanted to lay in bed. He said he did not want to get up for lunch. All day he kept telling them he was scared because he was unsteady. At around 2:20 pm the person was asked to help another person up. They walked in the room and saw the end-user's bottom half of his body on the floor and his head and left arm above his head lodged between the side rail and bed. The person tried to remove him and couldn't. His pulse was checked and it was barely there. They ran for help and found a person, they removed him. CPR was performed. Warning label attached. The warning label states the following: not for use for those who suffer from seizures or other issues resulting in the loss of control of bodily movements. This bed rail is not to be used as a restraint. If gap between bed rail and mattress is more than 2" re-adjust so the bed rail is flush against the mattress. Instructions attached. Page 1 under warning states the following: this bed rail is not to be used as a restraint. Using the bed rail as a restraint can place a patient's safety at risk. Not for use for those who suffer from seizures or other issues resulting in the loss of control of bodily movements. Conditions such as agitation, delirium, confusion, pain, hypoxia, or needing to go to the bathroom, can cause a bed rail user to attempt to climb over, around, between, or through the rails, or over the footboard, possibly causing death or injury. Bed rail users should be monitored to make sure such actions do not occur, and to give help if necessary. If gap between bed rail and mattress is more than 2" re-adjust so the bed rail is flush against the mattress. If this item is being purchased for someone, be sure to explain the benefits and the dangers of bed rails.